Event description:
Customer reported that she received a change sensor alert. Customer stated that the alert occurred after two consecutive calibration errors and after initialization. Sensor age is 4 days and 21 hours; inserted in abdomen. Blood glucose reading 129 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.